Event description:
It was reported, the speedstitch suturing device would not deploy the barrel when the physician activated the corresponding silver lever; however, the physician was able to deploy the barrel using the gold lever. In order to complete the procedure, the physician deployed the device using the gold handle coupled with a pair of graspers. The surgical procedure was delayed by more than 30 minutes as a result of the event. The procedure was completed arthroscopically with no reported pt complications.

Manufacturer narrative:
The pt identifier, age, weight and gender were not available. Evaluation summary: a review of the device history records found no non-conformances associated with this manufacturer lot.